Event description:
It was reported that bleeding occurred. The target lesion was located in the arm. A 8.00mm/2.0cm/90cm peripheral cutting balloon was advanced to treat the target lesion. The balloon was completely deflated. During removal, the blade of the cutting balloon cut the entire thickness of the sheath and bleeding occurred. The physician was able to control the bleeding. The procedure was completed with this device. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device avail. For eval., returned to MFR. On, device returned to MFR. On., device evaluated by MFR, evaluation summary attached, method code, result code, conclusion code updated. Device evaluated by manufacturer: the device was received for analysis. The sheath was returned with the device. It was observed that there was a cut in the sheath along the entire length of the returned device and various kinks along the shaft were noted. A further microscopic analysis revealed that all 4 blades were present. Under 90x magnification it was revealed that there was a break in one of the blades. The balloon was inflated to its rbp of 10atm as per product specification and was able to maintain pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that bleeding occurred. The target lesion was located in the arm. A 8.00mm/2.0cm/90cm peripheral cutting balloon was advanced to treat the target lesion. The balloon was completely deflated. During removal, the blade of the cutting balloon cut the entire thickness of the sheath and bleeding occurred. The physician was able to control the bleeding. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).